Manufacturer narrative:
Sample was serum and per customer, sample was clear and noted to be a 'full draw'. Centrifugation was done at 3,000g for 10 minutes at 20ºc. Qc data was not provided but per customer, qc was passing within the customer's established limits at the time of the event. System check data from (B)(4) 2012 showed all parameters passing within specifications. Service was not dispatched for this event. The customer is not questioning instrument performance. The following mdrs have been submitted to document the occurrences of elevated accutni results at this customer's laboratory on different days: 2122870-2012-00317, 2122870-2012-00318, 2122870-2012-00319, 2122870-2012-00321.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated troponin (accutni) result generated by their unicel dxc 600i synchron access clinical system on one patient sample in the ER. The result was not reported out. Upon rerun, the result was lower and in the normal reference range. There was no affect to patient with regard to this event.